Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a shorted diode on the main printed circuit board (pcb). The pcb was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device a critical error 11 was observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the data file and will be providing a supplemental report when our investigation is completed.